Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Tandem technical support arranged to send a replacement charging cable and wall adapter, which resolved the issue, pump began charging.